Event description:
During trouble shooting of a check supply line which was caused by the home patient (hp) not connecting enough solution. The hp then disconnected the heater bag then added another bag to the heater line. The technical service representative (tsr) had the hp end therapy. The tsr reviewed the proper way to add another bag. There was no serious injury or medical intervention reported. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the check supply line alarm. The hp reported that the issue was resolved, by ending therapy. The hp stated that he did not know why he ran short fluid, he thought he had connected the correct amount. The hp did not realize that he could not change out the heater bag. The hp understand to call baxter for trouble shooting assistance. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint is for use error - failed to follow therapy steps during the fill stage. The patient reported that they connected a solution bag during therapy. The problem is confirmed for use error - failed to follow therapy steps, but the assignable cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.